Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having pauses below the lower rate. The implantable cardioverter defibrillator (ICD) could not be interrogated, there was no pacing, and there were no sounds/alerts coming from the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the no telemetry and no pacing output was due to a severely depleted battery. The cause for the depleted battery was not determined. Testing and evaluation of the hybrid reported normal operation with typical current drain levels and functionality. No hybrid anomalies were found. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.